Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized for blood glucose levels over 600 mg/dl, due to bent cannulas. Nothing further was reported.